Manufacturer narrative:
The insulin pump passed the basic occlusion test and displacement test. No motor error alarms were noted. However, they were unable to prime the pump during the prime/compromised force sensor system test due to a faulty force sensor resistor. The motor was tested outside the device and passed. The pump was received with minor scratches on the lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a motor error alarm on the insulin pump. Customer's blood glucose was 299 mg/dl at the time of the incident. Customer was able to complete the rewind sequence. It was explained that a false motor error alarm may be caused by viewing the sensor glucose graph while the pump is delivering a bolus. Customer had 2 motor error alarms found in the alarm history that occurred within the last 30 days. Customer's mother stated that the customer had rewound the pump and changed the set and reservoir. Customer's mother reported that the pump seems to be working fine since then. The caller was advised to discontinue use of the pump and to revert to a back-up plan. Caller was also advised that the insulin pump will need to be replaced.